Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during transurethral laser lithotripsy of the right kidney, the basket sheath of an ncompass nitinol tipless stone extractor broke at the distal end, and the handle could no longer actuate basket opening/closing. The operator opened and closed the basket three times before the sheath broke. The stone attempted to be removed was located in the right renal pelvis. The procedure was completed with another device. No adverse events have been reported as a result of the alleged malfunction. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncompass nitinol tipless stone extractor was returned for investigation with the handle and basket formation in the closed position. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.5cm in length. Visual exam noted the basket sheath was severed 6mm from the end of the support sheath, and the coil was exposed. The handle did not actuate basket formation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use, which caution, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that while no definitive cause for this event could be determined, procedural factors such as the location of the stone(s), the path of the sheath during use, or user technique could have caused or contributed to the damaged sheath. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during transurethral laser lithotripsy of the right kidney, the basket sheath of an ncompass nitinol tipless stone extractor broke at the distal end, and the handle could no longer actuate basket opening/closing. The operator opened and closed the basket three times before the sheath broke. The stone attempted to be removed was located in the right renal pelvis. The procedure was completed with another device. This event occurred during the same procedure as the event reported under patient identifier (B)(6). No adverse events have been reported as a result of the alleged malfunction.